Event description:
Fibers noted to appear "burned out" frayed at the ends. No harm resulted.======================manufacturer response for fiber, laser, surgical, bare holmium (per site reporter).======================they came to view it but did not offer any support, reason or rationale for the malfunction.